Event description:
Follow-up revealed the patient's lead was explanted and replaced. During the procedure, the doctor electively explanted and replaced the ipg with a different model. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported, the patient could no longer receive pain relief from her scs system. Multiple programming sessions could not provide resolution. As a result, the patient was re-trialed with a single lead (different model) on (B)(6) 2015. The trial was successful and the patient will undergo further surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.